Event description:
According to the physician a cre balloon dilatation catheter was used to perform a dilatation of a lower rectal stenosis. The physician performed the dilatation in 3 phases. Before the pressure of 45 psi (3 atmospheres) the balloon burst and the physician observed a rectal tear. The physician believes there may have been a defect in the manometer/gauge of the inflation system, an alliance one (a boston scientific product). The patient's condition was satisfactory after a prolongation of hospitalization and is now discharged and stable. The incident is still under investigation. According to the physician, the inflation system, the alliance one, (a boston scientific product) with the syringe/gauge assembly, was reused several times and for several patients. The physician agrees the alliance syringe/gauge assembly is for single use. In the instructions for use there is a warning, "the syringe/gauge assembly alliance is for single use only. Do not reuse, reprocess or re-sterilize. Reuse, reprocess or re-sterilize may compromise the structural integrity of the device and/or lead to device failure which in turn may result in patient injury, illness or death."